Event description:
A healthcare professional reported multiple patients with diffuse lamellar keratitis post lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials hn's, right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy tests were performed without any issue. Ablation test was performed, however the picture of ablation test shows no complete visible step between the two orientation lines. The energy was stable during the whole day. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause for the customer¿s reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).